Event description:
It was reported that egms could not be retrieved post high voltage shock due to drop in battery voltage as the device had reached eri. Device explant and replacement are planned. No complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.